Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the reclaim tapered reamer index sizes 14-21 instrument tray is no longer usable. It is broken into 3 pieces. I was notified by email from a csr employee. This event did not occur during surgery so no patient was affected.